Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. Initial reporter zip code is not indicated at this time. (B)(4).

Manufacturer narrative:
Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On (B)(4) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. . The manufacturer internal reference number is: 2015-11832

Event description:
Additional information was provided by the surgeon, who reported that the current patient condition is "resolved".

Event description:
A doctor of ophthalmology reported that following an intraocular lens (iol) implantation, a patient developed endophthalmitis. The iol remains in the eye. Additional information was provided by the head nurse, who reported that an anterior chamber washout was performed for endophthalmitis three weeks following the intraocular lens (iol) implantation. Three days later a vitrectomy was performed since the symptoms had not recovered. The patient's outcome is unknown. A bacterium inspection was not performed.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the customer indicated the use of an approved cartridge. The handpiece indicated is not qualified for this lens/cartridge combination. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was provided by the surgeon, who reported that the patient experienced pain, developed hyperemia, keratic precipitates, anterior chamber cells, flare and vitreous clouding approximately two weeks following the procedure. The patient was treated with steroids and antibiotics. The symptoms continue over the next two weeks. An anterior chamber washout was performed and three days later a vitrectomy was performed. The patient recovered after the surgical treatment. There was no bacterium inspection performed.